Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2366-70, serial # (B)(4), description: linear 3-6 lead, 70cm. Model # sc-3138-55, serial # (B)(4), description: scs phiii ext 55cm. Model # sc-3138-35, serial # (B)(4), description: scs phiii ext 35cm. Model # sc-1132, serial # (B)(4), description: precision spectra implantable pulse generator. The explanted devices were not returned to bsn for further evaluation as they were discarded by the medical facility.

Event description:
A report was received that the patient underwent an explant procedure due to an infection around the thoracic spine where the lead was connected to the lead extension. The patient¿s symptoms were low grade fever and swelling at the infection site. The patient was administered antibiotics. The physician assessed that the infection was due to the patient removing the dressings against physician¿s orders, therefore, the wound was exposed.